Event description:
It was reported that a spectrum infusion pump did not alarm for a downstream occlusion alarm during testing. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is complete.